Event description:
Tmj implant was placed in jaw. It destroyed bone to the extent it was thought to be an opening to the base of rptr's brain. This was supposed to keep the bone from deteriorating. Instead it did the opposite, causing much pain and health troubles. The implant was taken out in 1991. Rptr still has trouble, but by the grace of god has learned what to do and not to do in order to keep things under control. She will always have trouble, but thanks to this device, she will have even more trouble than ever. She has no dr that understands why things are the way they are. In fact she tries to stay away from them as much as possible. When the implant was removed in 1991 there were giant white blood cells around the implant. Also when the implant was put in it was 1 mm. When removed it had grown to 4 mm, and was black. She has allergies of all sorts. She takes a pill for her sinuses twice daily. She has flu-like symptoms, pain in her joint area, head, and down her neck, visual disturbance, confusion, inability to think clearly at times, nerve damage from the implant removal, etc.